Event description:
Event description guidant received information that the patient with this implantable lead is currently incarcerated and was involved in a physical altercation shortly after the implant of this lead. It is now suspected, due to high thresholds and poor sensing, that this lead became fractured. The lead was surgically abandoned.